Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital and underwent a surgical wound debridement and wound vacuum-assisted closure due to a driveline infection and is being treated with IV and oral antibiotics. It was also reported that the cause of the driveline infection is unknown. The patient was discharged to home.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation as it remains in use supporting the patient. A specific cause for the reported driveline infection could not be determined. The patient remains ongoing on vad support and no further events have been reported. A review of the device history records revealed the pump met all applicable specifications upon product release. No further information is available at this time. The manufacturer is closing its file on this event.